Manufacturer narrative:
It was reported the device displayed alarm "no disposable clamp tubing" and the air was present in the line. No patient injury was reported.

Event description:
It was reported the device displayed alarm "no disposable clamp tubing" and the air was present in the line. No patient injury was reported.